Event description:
As reported via the implant patient registry, one day s/p transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. According to the patient's discharge diagnosis, the patient was noted to have cardiac arrest, cardiogenic shock and multi organ failure at the time of her death. Per the procedural report, at the time of the tavr procedure the edwards sapien valve positioned correctly and echo demonstrated good valve leaflet function, trivial paravalvular aortic insufficiency. The patient was transported to the surgical ICU in stable condition post procedure. According to the discharge notes at the time of her death, the tavr procedure was deemed successful, with no intra-operative complications; however, a new heart block was noted. Post-op the pt. Was extubated; however, she was noted to have decreased cardiac output, low cardiac index (ci) and significant hypotension. The patient was started on vasopressors and a tte (echo) imaging was ordered. Prior to obtaining the echo imaging, the patient went into ventricular fibrillation arrest, requiring CPR and defibrillation. The echo imaging did not show any changes from the prior intra-op echo imaging. The cause of the vf arrest was unclear; but may have been precipitated by epinephrine or a possible post-op complication. One day s/p tavr procedure, the patient was noted to have acute respiratory and metabolic acidosis, for which she was re-intubated successfully. Further treatment was considered futile by the operators, due to the patient's multi organ failure (liver failure, worsening metabolic acidosis, lactic acidosis from likely mesenteric ischemia, hypoxemia) and decompensated cardiogenic shock despite maximal support. The patient was then placed on comfort measures removing all life-support. The patient expired shortly after. .

Manufacturer narrative:
Damage to the myocardium and it's conduction system causes acquired heart block and can result in bundle branch block during or after the procedure. Per the instructions for use (IFU), conduction abnormalities such as heart blocks are a known potential complication after tavr. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). Furthermore, the tavr patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). In addition, arrhythmias leading to cardiogenic shock can occur in patients who have had a tavr procedure. The mortality rate from cardiogenic shock is high in this patient population. In this case, at the time of the reported death, the patient was diagnosed cardiogenic shock which progressed into multi organ failure. In addition to the procedural factors, this patient was considered to be at high risk for surgical valve replacement and had an extensive medical history, (cad, htn, and nstemi) all of these factors could have caused or contributed to the patient's death. There was no report of device malfunction. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.